Manufacturer narrative:
The insulin pump was received with the end cap cracked and broken off. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratches on the reservoir tube window, cracked case at the reservoir tube window corner and cracked reservoir tube window.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 168 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised during the rewind process they realized the bottom back piece of the device on the right end was loose. Customer advised the end cap had broken off and the dome sticker was loose. Customer advised the insulin pump had been bumped in the past. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.